Event description:
Revision surgery - failed total shoulder arthroplasty.

Manufacturer narrative:
Pt revised to reverse shoulder prosthesis. This is generally done because of inadequacy of the rotator cuff. This is the final report.